Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative noted: intermittent problem. Replaced parts as needed - alarm board etc. Problem was corrected; replaced pwm driver assembly, and replaced %I time display meter. Aligned and calibrated ventilator. Vent operates to specification. The unit meets factory specifications. The carefusion factory service department has received the alleged faulty driver module and it is awaiting evaluation.

Event description:
The customers reported, this unit was just repaired and they are having similar issues with the % insp time (%it). He said that they can't get the %it to go below 38%, it seems delayed as well. He said they are renting a 3100a unit because this unit is still down. Patient involvement is unknown. No further details were received.